Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Gastrointestinal haemorrhage is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2013, patient in (B)(6) was started on duopa therapy. The nurse reported that the patient was hospitalized due to low hb levels and blood in the stool. The patient received a new stoma due to the fact that the previous stoma exuded and the skin was irritated for 6 months. On (B)(6) 2018, the patient was discharged from hospital. No additional information was provided.